Manufacturer narrative:
No device returned for evaluation.

Event description:
Reportedly, this device was explanted at implant due to severe mitral regurgitation as seen on tee. Another valve was put in its place. No further information provided.